Manufacturer narrative:
Product analysis: analysis found that the external pulse generator (epg) failed incoming testing for ventricular pacing pulse noise. The main printed circuit board (pcb) was electrically out of specification. The lower case was also found to be damaged. The main pcb was replaced, as was the lower case. Inspection of the unit noted no other anomalies. The epg passed final functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) that was returned for preventative maintenance subsequently tested out of specification during ma nufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection: no anomalies. Benchtop analysis: assembled into a golden unit. Ran on automated test console. Failed ventricular pulse noise test, 162.42mv. Measured ventricular pulse noise is within the requirements of the ventricular pulse noise test (0-100 mv). Measured ventricular pulse noise on the bench at 58.74mv. Logs analyzed, no errors found. Confirmed unit fails ventricular pulse noise test, but ventricular pulse noise level measured is within device specifications. Conclusion: no defect found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.